Event description:
It was reported that the device exhibited a travel coarse error. There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
One device was received for evaluation. No previous service history was identified. Visual and functional testing were performed. The reported issue was duplicated through functional testing. The cause of the issue was a worn clutch assembly and leadscrew, as well as a damaged potentiometer. The clutch assembly, leadscrew and plunger position potentiometer were replaced to solve the issue. The device then passed all functional and delivery tests performed after repairs.